Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy. The patient was sitting in a movie theater when the stimulation turned off. The change in stimulation was related to positional movement. He normally charged 1-2 times a month and said that the battery "just stopped on me". He last recharged a few weeks ago ((B)(6) 2016) and last felt stimulation last friday or saturday ((B)(6) 2016) and said that he was at a movie and noticed that his pain "increased and it changed but I didn¿t have the controller with me". This was a sudden change because his stimulation turned off. For the last month ((B)(6) 2016), the implantable neurostimulator (ins) had not been helping his back and leg, depending on what position he was in, and said "it¿s very strange sometimes it bothers me sometimes when I¿m sitting like when I¿m driving and I would feel kind of strikes of lightning sometimes". During the call, the patient tried to charge and reported that he was able to charge his ins now so it did not appear to be overdischarged. The patient was speaking with the hcp about getting a device with adaptive stimulation that can adjust depending on what position he was in. The patient was redirected to his hcp. The patient outcome was unknown. The indication for therapy was failed back syndrome ¿ other. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the consumer regarding the circumstances that led to the implantable neurostimulator (ins) turning off; the consumer reported that there was battery depletion that seemed sooner than normal. In addition, the patient frequently changed settings based on sitting, walking, and sleeping activity. Steps taken to resolve the reported issue included restarting the device while consulting the manufacturer and paying close attention to battery life. It was noted that this was the patient¿s first incident in 7 years. With respect to the cause of increased back/leg pain since (B)(6), the patient reported there was no change in his daily activities. The patient¿s pain had increased when the ins had shut down while the patient was in a movie theater; the patient noticed this increase immediately. The increased pain was due to the device shutting down while the patient was seated for a prolonged period in a movie theater. The patient also noted that he took pain medication twice a day.